Event description:
The customer stated, he was hospitalized for high blood glucose levels. Thecustomer stated, he was taking medication for seizures. The customer also stated that the screen on the insulin pump kept going blank.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.